Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that unexpected / external stress on the cable due to user's handling, leading to the breakdown of the cable unit, caused the image break to occur. Handling of the device is described within the instructions for use, as a result, there is a possibility the phenomenon could be prevented: "never excessively pull the camera cable but straight it gradually when it is coiled".

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, a faulty cable was found causing the image to cut in and out, therefore confirming the reported issue. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported an abnormal appearance while using a camera head. There was no patient involvement or injuries reported. No additional information has been obtained.